Event description:
It was reported that the patient complained of chest pain. The doctor noted the pacing threshold had been increasing gradually. The patient was then transported to the hospital due to a lead perforation and a pericardial fluid effusion was done. The doctor commented there was a possibility that perforation happened at beginning and that the lead might be dislodged and the point of the lead jumped to the free wall. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 457453 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management weekly trend data shows minimum threshold increased to 2.5 v or greater by the week of (B)(6) 2014.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.